Event description:
It was reported that the user experienced low glucose while getting ready for work, as captured in an ilet experience study survey, and treated the episode with oral glucose. Symptoms included hypoglycemia. Outcomes included urgent low glucose and low glucose. Investigation included a review of available complaint information. Investigation of this case revealed that the cause of the hypoglycemia remained unclear and no device or component malfunction was identified based on the information provided. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.